Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon leaked at the beginning of the inflation. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon detached.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Investigation results: a visual and microscopic examination of the returned complaint device found that the balloon was detached at the beginning of the tip., which confirms the reported event of balloon leaked the catheter of the device was noted to be kinked. Based on the evidence, the balloon detach found in the balloon is likely to have occurred due to factors encountered during the procedure, device interaction with a scope. These factors and interactions could influence the damage found in the balloon. Additionally the manner as the device was handled and manipulated may have caused the reported and encountered problem. Also, it was noted hat the catheter was kinked, demonstrating excessive force during handling or usage. Forcing the device against significant resistance could result in device damage or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.